Manufacturer narrative:
Reported event of side car - rx pushback. A visual evaluation of the returned device found the basket wires to be extended. The tip was detached and not returned and the side car-rx presented pushback out of specification. Additionally, the outer sheath was buckled in multiple places. The end of basket wires presented evidence of previous attachment of the tip and one of the basket wires was bent/ frayed on the distal end. Moreover, the material specification for the strength of the pull wire and its joints conformed to the manufacturing specifications. The evaluation concluded that the device tip was detached, the side car-rx presented pushback out of specification and the device was expired when used during the procedure. The directions for use (dfu) supplied with this device states "crushing the calculus" section: "note: in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unreleasable stone entrapment." Based on all gathered information, the customer used an expired product. Therefore, the most probable root cause of "user/ use error" is selected for the complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. According to the labeling review the device was not used in accordance with the labeling, as the device was used past the expiration date.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to crush a biliary stone, the tip of the basket detached prematurely and remained in the common bile duct. The stone was successfully removed using a different device and the basket was also removed from the patient. Reportedly, there was no visual damage noted to the basket. The patient condition following the procedure was reported as "there was no complication about the event." An endoscopic procedure was performed to remove the tip on (B)(6) 2015, but it was unsuccessful, as the tip was noted to be embedded in the bile duct mucosa. A second procedure was performed on (B)(6) 2015 to try and remove the tip but it was also unsuccessful. The physician will not perform additional endoscopic procedures to remove the tip. Additional information received as of 6aug2015. The device was expired when used in the procedure.

Manufacturer narrative:
(B)(4) basket tip detached prematurely. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to crush a biliary stone, the tip of the basket detached prematurely and remained in the common bile duct. The stone was successfully removed using a different device and the basket was also removed from the patient. Reportedly, there was no visual damage noted to the basket. The patient condition following the procedure was reported as "there was no complication about the event." An endoscopic procedure was performed to remove the tip on (B)(6) 2015, but it was unsuccessful, as the tip was noted to be embedded in the bile duct mucosa. A second procedure was performed on (B)(6) 2015 to try and remove the tip but it was also unsuccessful. The physician will not perform additional endoscopic procedures to remove the tip.